Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture thresholds. The programming changes were made. The patient was in stable condition and will continue to be monitored.